Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image loss was confirmed. The device evaluation found the reportable malfunction identified in b5, white crystalized foreign material in the air/water channel. The following non-reportable findings were found during evaluation: adhesive in light cover glass was worn, adhesive on optical cover glass was worn, adhesive on distal end was lifting, suction connector had water leakage, no image with scope communication error code e226, up/down/left/right angulation was not to specification, play was evident in up/down/left/right angle, and electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had loss of image. The issue was found during an unspecified procedure. The procedure was completed using the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white crystalized foreign material in the air/water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.